Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the instrument firing did not work. This occurred with two reloads of the same type. A manual handle was used to complete the surgery. There was no damage to the patient, no blood loss, no more than 30 minutes in to surgery. The current patient status is ok. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
This file was updated to a serious injury due to the fact that the surgeon had to over sew the staple line due to the product problem.

Event description:
According to the reporter, the staple line over sewn due to the product problem.